Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, material discolored. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade iii capsular contracture after reporting she had bilateral breast pain and breast disfigurement. As a result, the patient underwent bilateral removal and replacement with 450cc mentor memorygel breast implants on (B)(6) , 2021. During the replacement surgery, the surgeon observed the left explanted breast implant was slightly cloudy. This report is for the left breast implant. Refer to manufacturing report number 1645337-2022-02089 for the contralateral event.

Manufacturer narrative:
On march 10, 2022, the mentor analysis lab received the suspect medical device for evaluation. An evaluation was completed on april 04, 2022. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed a yellow material observed on the gel of the breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view, measuring approximately 0.1 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).